Event description:
It was reported that the patient's right knee was revised due to instability. Surgeon reported that the instability was caused by a fall resulting in the mcl becoming compromised. The patient's cr/ cs knee was revised to a ts knee. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon size 3 right cr femur ; cat # unk_jr; lot # unknown. Triathlon size 3 baseplate; cat # unk_jr; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.